Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients novi ipg reached the end of battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted novi ipg will not be returned.